Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture implant exchange." Device explanted.

Event description:
Healthcare professional reported, left side "rupture implant exchange". Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior, underweight, crease fold, and wear abrasion. A microscopic analysis was performed which identified, a crease smooth opening on anterior, stress marks. And a smooth opening on anterior. Based on the device analysis, the final assessment is: a crease smooth opening on anterior assessed, as fold flaw opening. A smooth opening on anterior assessed, as smooth opening.